Manufacturer narrative:
It was reported that the ventilator generated an error code indicating disabled valves. The field service engineer confirmed the reported problem on-site and judged that the expiratory channel printed circuit board (pcb) or the control pcb was the likely cause, as suggested by the service manual. The hospital decided to not repair the ventilator and prepared to scrap it. The evaluation of received device logs confirms the reported technical error code and a stop of ventilation on (B)(6) 2020, which will be used as the date of event. If the reported failure appears during ventilation, ventilation may stop and audiovisual alarms will be generated. If the fault condition appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. The conclusion is that the reported problem could be confirmed in received device logs. As the ventilator was scrapped and no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated an error indicating disabled valves. There was no patient harm. Manufacturer ref.#: (B)(4).